Event description:
A complaint of imprecise sequential readings was received on a customer's xceed blood glucose meter. The cusotmer's mother called on behalf of her child who is diabetic. Readings of 22.8 and 5.1mmol/l were obtained within a ten minute timeframe. When plotting each value against the average on a parkes error grid the result fall in the `c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.